Manufacturer narrative:
Return requested. Replacement spinous process short clamp shipped to site (B)(6) 2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, their spinous process short clamp was damaged during removal. No further details regarding the damage, or how it occurred, were provided. The washer fell off of the spinous process short clamp, into the wound and was quickly removed by surgical team. The spine clamp however is no longer able to close properly. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.